Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc-foreign matter. The obstetrics ward 2 of our hospital reported that a patient admitted for labor at 38+6 weeks of amenorrhea was found to have a black foreign object in the catheter tubing during intravenous access establishment on (B)(6) 2025. The nurse immediately replaced the catheter and re-established the intravenous access.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned two photos but did not provide the defective sample. The photos show that the sample is of 18g specification, and there is a black foreign object at the junction between the extension tube and the catheter hub. 2. DHR/bhr review (lot#3108435): 1) the products of this batch were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no similar foreign matter is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned photos show the position and status of the foreign matters. Since we have not received the defective sample, we cannot confirm the composition of the foreign matters, so the source of the foreign matters cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.